Event description:
Ous MDR - it was reported that oversensing on this lead was detected via home monitoring. It resulted in vf episodes without inappropriate therapy. Furthermore, it was noted that the pacing impedance was < 200 ohms occasionally. No adverse patient side effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 25.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor cables of the ring electrodes a1 and a2 as well as the inner coil were short-circuited in this area. These findings can be considered as the root cause for the observed oversensing issue and the decreased vd impedance as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.